Event description:
It was reported that a patient underwent a premature ventricular complex (pvc) ablation procedure using a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced heart block that requiring pacemaker implantation and extended hospitalization. It was reported that when they went to ablate the pvc it ended up being right near the "av node slow pathway fast pathway area we're unsure" and it ended up causing complete heart block. There were no defective catheters or equipment reported. In review of the case, it looked like the signals were ok, which is why they proceeded with ablation when they did. The patient had a previous pvc ablation by another physician at another facility. Based on the timing maps it looked like there had been prior ablation in the same area. What led to the discovery of the event was "came on ablation, they dropped beats. Came off as soon as they dropped beats". Confirmed by EKG recordings on carto 3 system and recording system. Last known patient status was reported as stable and heart rhythm was about 40 beats per minute. Patient eventually underwent pacemaker implantation. Patient required extended hospitalization an stayed overnight to get pacemaker implantation the next day.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31104686l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).